Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Furthermore, the longevity measured six years remaining approximately one year ago and is now at two years remaining. Data analysis showed the power consumption is increasing in a gradual fashion. This appears consistent with the capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No patient adverse effects were reported.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Furthermore, the longevity measured six years remaining approximately one year ago and is now at two years remaining. Data analysis showed the power consumption is increasing in a gradual fashion. Boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No patient adverse effects were reported. Information was later received from the field confirming that the device has been explanted and successfully replaced. There were no additional adverse effects to the patient other than the replacement procedure. This product has not been returned to boston scientific. As a result, analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Furthermore, the longevity measured six years remaining approximately one year ago and is now at two years remaining. Data analysis showed the power consumption is increasing in a gradual fashion. Boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received from the field confirming that the device has been explanted and successfully replaced. There were no additional adverse effects to the patient other than the replacement procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This report will be updated should additional information become available or if analysis is completed.